Manufacturer narrative:
The implicated product had already expired before the customer had notified immucor of this event. Therefore, no direct product investigation could be performed. However, in lieu of a direct product investigation, immucor performed a DHR review, which yielded the following conclusions. The expected bulk manufacturing testing, using red blood cells from the bulk material, showed that the expected lea antigen positive red blood cell examples yielded the expected positive outcomes. The lea antigen is not routinely confirmed on the final microplate product as part of product final release. All other specifications were deemed to be acceptable, and the product was released to market.

Event description:
On (B)(6) 2018, a customer site reported an unexpected (B)(6) antibody identification when using capture-r ready-ID when used on a galileo echo instrument, when tested on (B)(6) 2018.